Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the blood parameter monitor (bpm was confirmed to have inaccurate temperature values during water bath testing. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is also related to emdr #1828100-2016-00138 (same user facility and reported issue, different unit). Per follow-up with the subsidiary site: the user is using their own temperature probes. The ccp stated this may have resulted in other parameters being out due to calculations made using temperature which is why we still do regular arterial blood gas (abg). No inaccuracy lead to patient intervention or deviation per standard protocol; and no error codes were observed at any time.

Event description:
Additional information: the device was not changed out, as they used their own temperature probes. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 25-feb-2016: per the email from subsidiary site in response to blood parameter monitor (bpm) temperature measurement accuracy issues. When placed in the operate mode, it was observed the shunt sensor temperature measurement was about seven degrees celsius lower than the arterial blood temperature. The monitor was used for the procedure and it was obvious to them the shunt sensor temperature measurement was not accurate. The arterial blood temperature measurement (oxygenator outlet) was used as a guide for cardiopulmonary bypass (cpb) blood temperature. They suspect that other bpm measures could have been inaccurate, since the temperature was not accurate. Analyzed blood gases were done during cpb to support the management of the patient. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00111 and MDR #1828100-2016-00112 (same user facility and reported issue, different unit). The old bpm's would read pretty close within 0.5-1 degree of blood temperature. The shunt sensor was placed in the manifold line with about 400/500 ml flow. The bpm unit will be returned to the subsidiary site for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature reading on the blood parameter monitor (bpm) was 27-30 degrees when the blood is 34-37 degrees. There was no harm to the patient. No other details regarding the nature of this event were provided.